Event description:
The info provided to sjm indicated a 6f angio-seal vip was selected for use to close a right femoral artery puncture. A pre-deployment angiogram was performed. The pt developed a hematoma following deployment and 20 minutes of manual compression were applied. The pt was in the intensive care unit (ICU) when the bleeding occurred. Some time later, a suspected retroperitoneal bleed developed which was later confirmed by a computed tomography (CT) scan showing a 4cm bleed. The pt was reported to be stable following the event and was discharged on an unk date.

Manufacturer narrative:
A final medwatch will be sent at the conclusion of our investigation.